Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d1: brand name updated; d3: manufacturer email address; d9: device availability; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 2023021078. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record (opst) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2023021078, for similar events and no other complaint was identified. Review completed utilizing keywords: medical : infection as documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. H3 other text : summary investigation

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient experienced infection at implant tooth site #27. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.